Manufacturer narrative:
The device was evaluated by philips, and the control and keyscan pcas were replaced to resolve the issue.

Event description:
The customer reported that the unit had no display. The device was evaluated by philips, and the control and keyscan pcas were replaced to resolve the issue.